Event description:
It was reported that two knees were revised due to an unknown failure secondary to infection.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007/s00167-014-301-9-0/fulltext.html. This report will be amended when our investigation is complete.